Event description:
The customer reports that while on internal battery, all the leds and alarms were lit for setting error. Then the unit shut down. It was reported that prior to the setting error, a low power alarm warning did enunciate. There was pt involvement, no pt harm.

Manufacturer narrative:
.